Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The taxus express2 2.5x16mm drug eluting stent was deployed. The balloon was inflated to 16 atm's. The balloon was deflated but would not come out of the stent. The balloon was reinflated to 16 atm's and again tp 18 atm's, however, the balloon was still unable to be removed from the stent. The physician reinflated the balloon once again, deflated it and wiggled and pulled with force and the balloon finally came out. No pt complications occurred. Patient status is satisfactory.